Event description:
During the process of an intervention for left anterior descending (lad) and diagonal bifurcation, a bare metal stent was placed in the bifurcation. A stent was placed to the diagonal. However, the procedure was complicated by fracture of a short and most distal segment of the pt2 guidewire. This was not retrievable.